Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.00/3.0/074 (sphere/cylinder/axis) tore while injecting. Reportedly "lens tear today in surgery while injecting it. It got pinched between the cartridge and the green pusher of a lioli injector, lot #fck1703. He injected the backup lens with a lioli injector from the same lot without any issue." The lens was implanted, removed and replaced intraoperatively. Claim# (B)(4).

Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. D6b - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while the surgeon was injecting a 13.2mm vticmo13.2, -17.00/3.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's eye. The lens pinched between the cartridge and pusher. The back up lens was implanted. This resolved the problem. Additional information has been requested but none has been forthcoming.